Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-sep-2022, (B)(4), implanted: 2018-12-03 explanted: 2018-12-13 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the patient felt stimulation down to their feet. The programs were changed on (B)(6) 2018 but the physician scheduled a lead revision procedure for (B)(6) 2018. The issue was not resolved at the time of report. Follow up information received from the manufacturer¿s representative on (B)(4) 2018 reported that the cause of the patient¿s stimulation being felt down their leg to their feet was unknown. There were no further complications reported or anticipated.